Manufacturer narrative:
Analysis found the setscrew inset was being stripped preventing the tightening of the setscrew. Stripping of the setscrew resulted from incorrect wrench insertions at angles through the septum. No device anomalies were found that would cause the stripping of the setscrew inset. The problem is related to the user¿s use of the wrench.

Event description:
During ra lead positioning, the lead was not able to be connected to the connector. The pacemaker was exchanged and a new device was implanted.

Manufacturer narrative:
(B)(4).

Event description:
During ra lead positioning, the lead was not able to be connected to the connector. The lead was exchanged and a new lead was implanted.